Manufacturer narrative:
Product ID 8781 lot# serial# (B)(4). Implanted: (B)(6) 2014 explanted: product type catheter other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl (1500 mcg at 247.50537 mcg/day) and hydromorphone (9.7 mg at 1.60053 mg/day) via an implantable pump. It was reported the hcp was unable to aspirate csf from the catheter, on (B)(6) 2021, but after roughly 5 minutes they were able to collect 1 ml of clear csf. This was enough volume to clear the drug from the catheter. The device diagnosis was catheter occlusion. The catheter was replaced and the issue was resolved without sequelae on (B)(6) 2021. It was indicated the event was possibly related to the device or therapy and unlikely related to the implant procedure.